Event description:
The customer reported the ventilator went vent inop, and alarmed after it had been powered up and running. There was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician verified the reported problem. The service technician replaced the exhalation flow sensor. Permance verification testing was performed on the ventilator, and all tests passed per operating specifications.